Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead failed to have the stylet advanced inside. The ra lead was not used and replaced on 04 sep 2024. There were no patient consequences.